Event description:
It was reported that pt underwent primary knee procedure in 2003. Pt reported pain after stepping on a door step. Pt underwent revision surgery on (B)(6), 2011 due to broken bearing. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of eval, a f/u report will be sent to the FDA. This report filed (B)(4), 2011.